Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed through visual inspection and functional testing. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection and functional testing due to the lack of a no power alarm when both power sources were disconnected. In addition, other alarms did not meet the lower specification for volume. Supplemental analysis revealed that this is due to a damaged speaker. The confirmed malfunctions are related to the reported event. An internal investigation has been opened to evaluate these types of issues. The most likely root cause of the lack of a no power alarm is a leaking and corroded nimh battery. The most likely root cause of the low sound can be attributed to a damaged speaker. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator at a us site that (B)(4) did not alarm in clinic when power was removed. The controller was exchanged and the problem resolved. There was no consequence to the patient. No additional information is available. The investigation is ongoing.